Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported there was a venous closure of the right common femoral vein using three prostyle devices after an ablation via an 8.5f sheath, one prostyle used at each access site on november 4th. At a two-week follow-up, the patient reported feeling pain and noted an edema at the access sites. A computed tomography was performed. Vascular narrowing near the access sites was noted. On november 21st, the patient insisted the pain was continuing. On november 22nd, the access sites were incised to remove the sutures of the prostyle devices. An angiogram was performed, but the narrowing was not relieved. The vein was cut down, and intimal hyperplasia was observed. Patch angioplasty was performed in the great saphenous vein. An additional angiogram was performed, and the vascular narrowing was relieved. The incision was sutured to complete the procedure. There was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pain and thrombosis are listed in the perclose prostyle instructions for use (IFU), as known adverse events associated with use of suture mediated closure devices. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.